Manufacturer narrative:
The investigation results indicate the cot encountered ice and reportedly experienced a cot tip. There was no noted malfunction of the cot.

Event description:
It was reported by service report that the power pro cot tipped over with a pt on it when going to load it in the ambulance. There was pt involvement, and adverse consequences are reported.